Event description:
It was reported that the stent re-occluded. An eluvia stent re-occluded. The 100% stenosed lesion was severely calcified and located in moderately tortuous anatomy. No further patient complications were reported.

Event description:
It was reported that the stent re-occluded. An eluvia stent re-occluded. The 100% stenosed lesion was severely calcified and located in moderately tortuous anatomy. No further patient complications were reported. It was further reported that the stent re-occlusion was treated using a non-boston scientific drug-coated balloon.